Event description:
The user reported the readout from the module was inaccurate. The speed of the pump functioned as expected, but the readout fluctuated. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a patient as a result of this event.